Event description:
Customer alleges a second degree burn to the lip during a wisdom tooth extraction. User alleges that the handpiece became hot to the touch but before the physician was able to discontinue use of the device, a burn to the lip occurred. The burn occurred where the body of the handpiece rested. A conservative debridement was done. Per physician, the pt is doing fine. User facility would not provide pt info.